Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was returned with a bent helix. Torque transfers properly to the tip when the is-1 pin is rotated.

Event description:
It was reported that during the implant attempt, the helix would not retract, and the guidewire was unable to pass through the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.